Manufacturer narrative:
X- ray review: ap lateral x-ray post lumbar fusion with uncorrected kyphotic deformity. Rod fracture is present at l5-s1. This is a result of failure of fusion. Patient is (B)(6), coupled with an uncorrected degenerative scoliotic deformity. Root cause: surgical technique (patient factors). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is not approved to be marketed in us. However, a similar device (8699100) with 510k# k981676 is approved to be marketed in us. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: scoliosis after lumbar spine deformation/lumbar deformation kyphosis levels treated in initial surgery: l3-iliac levels treated in revision surgery: th6 it was reported that patient underwent a posterior lumbar interbody fusion (plif) surgery. On an unknown date, post-op, rod broke in patient between s1 and iliac. No fragments of the devices remained inside the patient. The patient complained of pain when the patient stood. Bone union was achieved at l3/4 and l4/5. It is unclear if bone union was achieved at l5/s. The patient underwent revision surgery to extend fusion to th6. It was found that the center of crosslink (multi-span) protruded to skin. The tight skin was caused by crosslink (unspecified) that was implanted in previous surgery.

Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Some fracture surface damage and smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area, consistent with cyclic fatigue. Dimensional examination of the rod diameter confirms the rod diameter is within print specification. The above observations are consistent with a cyclic fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.